Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 23-jan-2024. On 23-jan-2024, additional information was received from the excellent clinical team. Per the information, the reported subarachnoid hemorrhage was near the location where the study device was used. The patient experienced transient improvement of right-sided symptoms, however, right-sided symptoms returned. There was no device performance issue related to the embotrap iii device during the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth was not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23e097av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended, achieving a mtici score of 3 (complete perfusion) in one pass. Per the principal investigator¿s assessment, the adverse event of a subarachnoid hemorrhage (sah) had a possibly relationship to the embotrap iii, a possible relationship to the large bore catheter, and a causal relationship to the surgical procedure. Therefore, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 86-year-old female patient with a history of hyperlipidemia and hypertension, presented with an unwitnessed non-wake up stroke. The last time the patient was seen well was on (B)(6) 2023 at 08:30 hour. Symptoms were first observed on the same day. The patient was presented to the treating hospital on (B)(6) 2023 at 09:24 hour. Intravenous tissue plasminogen activator (tpa) was administered at the time of stroke presentation. The suspected origin of the embolism was not entered into the case report form (crf) at the time of the complaint review. The patient¿s baseline nih stroke scale (nihss) score was 7 and a modified rankin scale (mrs) score of ¿1-no significant disability. Able to carry out all usual duties and activities.¿ the patient underwent an endovascular mechanical thrombectomy on (B)(6) 2023 using a 5mm x 37mm embotrap iii revascularization device (et309537 / 23e097av) that targeted an occlusion in the left m1 segment of the middle cerebral artery (mca) via a velocity® delivery microcatheter (penumbra) and a red 62 reperfusion catheter (penumbra) with 3-minute incubation time. The pre-pass modified treatment in cerebral infarction (mtici) score was 0. The first pass resulted in an mtici score of 3, with clot retrieval in the stent retriever. A guidewire (unspecified brand) was also used during the procedure. It is unknown if there were any intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 17. On (B)(6) 2023, the patient experienced a subarachnoid hemorrhage. The principal investigator (pi) assessed this event as not serious, moderate in severity, and as possibly related to the study device, possibly related to the large bore catheter, and as having a causal relationship to the surgical procedure. As to whether the event was anticipated, the answer field is recorded as ¿n/a (does not meet above criteria)¿. The event was not medically treated, and the outcome is recorded as ¿recovered/resolved with sequelae,¿ with an end date of (B)(6) 2023. On (B)(6) 2023, the patient was seen for the 7-day post-procedural assessments, which resulted in a nihss score of 16 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention.¿ on (B)(6) 2023, the patient expired. The cause of death was ¿cardiopulmonary arrest second to acute hypoxemic respiratory failure, acute respiratory acidosis, septic shock.¿ additional information noted on the clinical database, the crf, at the time of this review, (B)(6) 2023. Summary: the adverse event of ¿death¿ was made inactive; the reason for this has not been clarified.